Event description:
It was reported the dermatome was "not taking graft; it was just returned from being repaired within 90 day repair timeframe. On (B)(6)-2014 in direct conversation with charge nurse of the operating room who said she will look into the issue; speak with the individuals present in the surgery and follow up. She stated that the blade was "jumping and not cutting smoothly". Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.